Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the device alarmed battery out limit alarm, low battery alarm, failed battery test alarm, weak battery alarm and off no power alarm. Customer's blood glucose was unknown. After troubleshooting, customer was advised to monitor the device. Customer will not be returning the device for analysis.